Event description:
On (B)(6) 2012 it was reported that the vns patient's device showed high impedance the week prior. X-rays of the patient were received. The lead connector pins seem to be fully inserted into the generator connector block. Part of lead was placed behind the generator and could not be assessed. Based on the x-rays images, no obvious cause of high impedance was found. Attempts for additional information from the physician have been made but no further information has been received to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.